Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies to the fluid path were observed that would result in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. No problem was found.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 491 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged after insulin began leaking. As treatment, a new pod was placed.